Event description:
It was reported the reamer handle broke as pressure was applied. All pieces returned.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.